Manufacturer narrative:
Correction: procedure type was cranial resection inadvertently left off initial MDR. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that two site cases had been observed with the surgeon and both of those cases went without incident. The surgeon confirmed satisfaction with the accuracy of the scope.

Event description:
A medtronic representative reported that the microscope cross-hairs were inaccurate. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.